Manufacturer narrative:
Concomitant medical products: two used hemostat clamp and one used torn blood bag. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn was infusing a unit of blood when the alaris pump began alarming air-in-line. Upon assessment the nurse found that there were small air bubbles in the IV tubing set which led her to further assess the blood tubing set to find that there was a crack in the tubing set above the drip chamber and before the portion of the tubing set where the spike entered into the unit of blood bag. The rn stopped the infusion and was unable to easily remove the spike from the blood bag and the end of the blood bag was cut off and left attached to the tubing set. There was no patient harm.

Manufacturer narrative:
The customer report that the blood tubing set cracked was not confirmed, however leaking/separation was confirmed. Visual inspection of the as-received set observed dried blood residue atop the blood filter drip chamber and within one of the two tubings above the blood filter drip chamber. During functional testing fluid was observed to be leaking out from the pvc tubing engagement to its corresponding inlet port on the top of the blood filter drip chamber. The tubing separated with a slight tug at the engagement. Visual inspection of the separated tubing end noted insufficient solvent at the junction of the pvc tubing and its corresponding inlet port on the top of the blood filter drip chamber. The root cause of the leak was identified as due to an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that the medical ICU rn was infusing a unit of packed red blood cells when the alaris pump began alarming air-in-line. Upon assessment the nurse found that there were small air bubbles in the IV tubing set which led her to further assess the blood tubing set. Upon further assessment if was found that there was a crack in the tubing set above the drip chamber, but before the portion of the tubing set where the spike entered into the unit of blood bag. There was a small amount of blood observed to be leaking from the cracked area. The rn stopped the infusion and was unable to easily remove the spike from the blood bag and the end of the blood bag was cut off and left attached to the tubing set. The nurse wasted approximately 1/3-1/2 of the remaining unit of packed red blood cells that were infusing, therefore, the patient did not receive the fully intended transfusion. There was no lasting harm caused to the patient from the event.